Manufacturer narrative:
The device was not submitted for investigation. The investigation did not identify a product problem.

Event description:
We received an allegation of questionable glucose results from one patient tested with two accu-chek inform ii meter + rf meters (meter a and meter b). At 9:39 am, meter a's result was 41 mg/dl. At 9:41 am, meter a's result was 96 mg/dl. This result was deemed correct. At 10:14 am, the laboratory result was 58 mg/dl. At 10:18 am, meter b's result was 110 mg/dl.

Manufacturer narrative:
Meter a's serial number is (B)(6). Meter b's serial number is (B)(6). The customer stated the meters' qcs passed within 24 hours of the event. The device was requested for investigation. If the device is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.